Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 10/23/2015, mfg. Date: 10/22/2014, received: 7/15/2016, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 11/05/2015, mfg. Date: 12/05/2014, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 02/28/2017, mfg. Date: 02/28/2016, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 03/31/2015, mfg. Date: 03/31/2014, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that a patient noted a "power disconnect" alarm. The patient then quickly connected and reconnected the batteries and the controller functioned normally. The site reported that the event was not associated with a power loss or with power switching. The devices were exchanged with no reported patient consequence.

Manufacturer narrative:
Log file analysis also revealed several power switching events due to communication errors involving (B)(4). Additional device for this event: battery serial #: (B)(4), catalog #: 1650de, exp. Date: 02/28/2017. Device is not available for evaluation heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device evaluation is in process.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. (B)(4) device available for evaluation: 07/15/2016. (B)(4) device available for evaluation: 07/15/2017. (B)(4) device available for evaluation: 06/16/2017. (B)(4). It was reported that the patient was experiencing power disconnect alarms. One controller ((B)(4)) and three batteries ((B)(4)), were returned for evaluation. (B)(4) were not returned for evaluation. A review of the manufacturing documentation confirmed that the (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(4) revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and controller was stable. Failure analysis of (B)(4) revealed that the unit passed visual inspection but failed functional testing. The battery was received with multiple flags that rendered the battery inoperable. Internal inspection revealed a lifted cell weld between a cell pair. This finding is not related to the reported event since (B)(4) was not found to be in use near the reported event date. A review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Lifted cell welds in lishen batteries were investigated. As part of fscadec2015 b was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Power disconnect alarms were not recorded in the alarm files. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Log file analysis also revealed several power switching events due to communication errors involving (B)(4). (B)(4) initially was reported as power switching. After further review, it was determined that (B)(4) was not involved in power switching events. Additionally, (B)(4) was inadvertently mistaken for (B)(4) and added to the complaint. However, the log files did not include (B)(4) but rather (B)(4). Analysis of the alarm files revealed two critical battery alarms on (B)(6) 2016 that were triggered by (B)(4). Data log files do not cover the time period when the critical battery alarms had occurred. (B)(4) was not returned for evaluation. Lishen batteries were investigated under. A possible root cause of the momentary disconnection and critical battery alarms involving (B)(4) may be attributed to a faulty internal cell pair. Based on the available information, the most likely root cause of the reported power disconnect alarms can be attributed to momentary disconnections between the controller and batteries and a battery with a potential to malfunction due to a faulty internal cell pair. The most likely root cause of the observed power switching in the logs can be attributed to momentary disconnections, communication errors and/or a battery with a faulty internal cell pair. An internal investigation has been open to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) battery model: 1650de expiry date: 2017-02-28, d10:yes, h3: yes, h4: 2016-02-28, h6: FDA device code: c63030, FDA method code: 4112 , 10. FDA result code: 213 FDA conclusion code: 67 product event summary #the controller ((B)(4)) and four batteries ((B)(4)), were returned for evaluation. (B)(4) were not returned for evaluation. A review of the (B)(4) manufacturing documentation confirmed that the batteries met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(4) revealed that the devices passed visual examination and functional testing. Failure analysis of (B)(4) revealed that the unit passed visual inspection. Functional testing revealed that the battery was received with multiple flags that rendered the battery inoperable. Internal inspection revealed a lifted cell weld between a cell pair. This is an additional observation not related to the reported event.log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Power disconnect alarms were not recorded in the alarm files. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) . Momentary disconnections will result in an audible tone or beeps. Log file analysis also revealed several power switching events due to communication errors involving (B)(4). (B)(4) in itially was reported as power switching. After further review, it was determined that (B)(4) was not involved in power switching events. Additionally, (B)(4) was inadvertently mistaken for (B)(4) and added to the complaint. However, the log files did not include (B)(4) but rather (B)(4) . Analysis of the alarm files revealed two critical battery alarms on 05/07/2016 that were triggered by (B)(4) possibly due to a battery malfunction. As a result, the reported power disconnect alarms could not be confirmed; however, the ¿beeps¿ triggered by momentary disconnections were most likely perceived as power disconnect alarms. An internal investigation has been opened to address momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional battery ((B)(4)) was identified for power switching and added to the complaint. (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2015. Di #: unknown. No, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use: no. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.